Event description:
Pt reports that one of her pumps (sn: (B)(6)) shows that "there are kinks". Pt was not exactly sure of what the alert message is. She said this happened few times last saturday. She said she changed her cassette and made sure there were no kinks. Later she confirmed that the alarm was "downstream occlusion, clear occlusion between pump and patient." Pharmacist went over the troubleshooting steps (rule out that its not the distal clamp thats causing it), and then detach the cassette and try opening the flow stop feature, waiting 10 sec and then closing it and re-attaching the cassette, to which the patient said she already tired. She tried everything she could 4 different times on saturday and did not resolve the issue. No additional info, details, or dates available. This is a continuous infusion. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. Pump return tracking info is not available. Photographs were not provided. Did the reported product fault occur while in use with a patient? Yes. Did the product issue cause or contribute to patient or clinical injury? No. Is the actual device available to be returned for investigation? Yes. Did we replace device? Yes. Did the patient have a backup device they were able to switch to? Unknown. If yes, was the patient able to successfully continue their infusion? Yes. Is the infusion life-sustaining? Yes. What is the outcome of the event? Resolved.